Event description:
It was reported that the insulin pump had buttons unresponsive and there were scratches on the display window. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had a cracked reservoir tube lip, cracked case near the display window corners, minor scratches on the display window and a stained end cap sticker.